Event description:
Approx five years and seven months post index procedure, the pt was suffering from stenosis in the left superficial femoral artery. Angioplasty was done and a stent was implanted in the left superficial femoral artery. It was noted that the left external iliac was also treated with angioplasty. The pt was enrolled in the (B)(4) study on (B)(6) 2002 with a de novo lesion in the right superficial femoral artery. The pt's medical history consists of previous smoking, hypertension, hyperlipidemia, asymptomatic, remote myocardial infarction, documented coronary vascular disease and documented peripheral vascular disease (eia, femoral artery). Two sirolimus coated smart stents were implanted. On (B)(6) 2004, the pt had a follow-up visit. X-ray revealed a stent fracture 50mm distal to the stent overlap.

Manufacturer narrative:
The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.